Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the subject was admitted from (B)(6) 2019 to (B)(6) 2019. He had melena for ten days prior. On (B)(6) 2019 he had an upper endoscopy; 3 clips were placed to stop an active arteriovenous malformation bleed. Egd was repeated on (B)(6) 2019 but no bleeds were seen then.